Event description:
The device was used during an unknown procedure. It was reported by the affiliate that one device fired only seven clips and the second device did not close the clips (two clips). There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with your ligaclip endoscopic multiple clip applier while performing an unknon procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971797. The results of the investigation conducted by the appropriate engineers and technicans are listed below. Visible inspections & results: clip in jaws ac-yes-no, damaged jaws abc-no, damaged cutter n/a, damaged feed bar abc-no, damaged floor abc-no, damaged handle shrouds abc-no, damaged other a-lowere shroud b-, damaged tip shrouds a-c yes b-no, damaged trigger abc-no, damaged tube abc-no, damaged weld seams abc-no. Functional tests & results: antibackup functional ab-n/a c-yes, firing: feed conform ab-n/a c-yes, firing: form conform ab-n/a, jaws: hold clip ab-n/a c-yes, jaws: inside width at tips a-.174 b-0.85 c-.173, lockout functional ab-n/a c-yes, number of clips fed and formed c-yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Two of the returned instrument were received empty and locked out. Further functional testing could not be performed on these two instruments. The third instrument fired the remaining clips as designed with no difficulties noted. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.